Manufacturer narrative:
Product event summary: one battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event (critical battery alarms) could not be confirmed since log file analysis did not reveal any such events during the analyzed period. Analysis of the device revealed that the device failed to meet specifications: the device passed visual examination but failed functional testing due to a chip that is bad and can¿t save the data to its flash, therefore, ti failed to extract the data from flash. Also, from the log files analysis several occurrences of saw value of 0xff00 and 0x1f00 has been recorded, which is an indicative of bad communication between the battery and controller. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. An internal investigation under to evaluate these types of issues. A potential root cause could not be determined since no alarms were logged that could explain the reported event. However, communication issues were observed during log file analysis and during bench testing. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that when the battery was connected to the controller, a critical alert was seen. The battery was replaced. No patient complications have been reported as a result of this event.